Event description:
Repair center: alleged low o2/yellow light and key is the heat exchanger is leaking per independent repair center statement, low o2 or yellow light. The key failure was that the heat exchanger was leaking.